Event description:
It was reported that following a non-device related surgery, the patient experienced increased lower back pain around the waistline and felt stimulation in a non-target pain area. It was noted that the patient had restless legs and was not getting adequate pain relief. The physician prescribed muscle relaxer. Program optimization was attempted and was successful. The patient was reportedly doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last couple of days. Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. The device remains implanted and in use. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of pain was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last couple of days.

Event description:
It was reported that following a non-device related surgery, the patient experienced increased lower back pain around the waistline and felt stimulation in a non-target pain area. It was noted that the patient had restless legs and was not getting adequate pain relief. The physician prescribed muscle relaxer. Program optimization was attempted and was successful. The patient was reportedly doing well.